Event description:
The reporter said that she had experienced the er1 message on her surestep meter from "time-to-time", at which time she retested. "She did have any medical problem" as a result of the er1 message, and did not relate any further info.